Manufacturer narrative:
The field service engineer (fse) confirmed the plt histogram was demonstrating spikes with an asterisk (*). The fse found that the lis was not in use and still connected to the act diff 2 instrument. The fse disconnected the unused lis and ran several samples ran with no plt spikes or ¿*¿ on the plt parameter. The instrument was verified by running daily check, controls with no further issues reported. Bec internal identifier - case-(B)(4).

Event description:
The customer reported recovering asterisks (*) flags on the plt and mpv parameters for qc and patient samples run on the act diff 2 instrument.